Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the available recording period from (B)(6) 2019 till (B)(6) 2019, the right ventricular sensing amplitude was recorded only intermittently with values ranging from 2mv to 17mv. The right ventricular pacing impedance was recorded steadily at 470 ohm. In the available iegm episode 58, artifacts and oversensing were visible in the right ventricular channel and one inadequate ICD charging occurred, as described in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 38 months, oversensing on the ventricular channel was reported.